Event description:
During intervention of the rca, the rotational endarterectomy device got stuck in the rca stent causing acute total occlusion of the rca. Several attempts were made to remove the device but unsuccessful. Transfer to another hospital for surgical intervention resulting in a CABG. Patient expired. FDA safety report ID# (B)(4).